Event description:
The ge oec 9800 fluoroscopy system would not save images correctly. Possible intermixed images with incorrect information.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to corrupt software. The program flash was erased and the software re-loaded to eliminate the data saving issues. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.